Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction/sacral nerve stim and urge incontinence. It was reported that they had knee replacement surgery on monday on (B)(6) 2025 and prior to the surgery on that day, they were looking at how to turn their therapy off but the communicator light was flashing blue and they weren't able to pair the external devices to connect to their implant. The patient stated since they couldn't get connected due to the flashing blue light, so they thought that meant they didn't have to do anything to it and they went on and had their procedure, but now since the procedure, they were having accidents. Patient services reviewed compatibility considerations for a surgical procedure with the patient and reviewed that for procedures involving electrocautery, patients should turn their ins off and have their doctor performing the procedure call. Patient services reviewed external device function with the patient and explained to the patient that their implant was still on for their procedure because they had never managed to pair their external devices and connect to their implant to turn the therapy off. Patient services walked the patient through successfully pairing the handset and communicator and patient was able to connect to see their settings. The therapy was on, at 1.7 ma on program 3. They increased the stimulation to where they felt the stimulation in their bike-seat area but patient stated it was also going down their leg. The patient stated they'd never felt it like that in the past and that it wasn't like a big tremble or anything, it was just a little but they also noted they had neuropathy in their leg. Patient services reviewed stimulation considerations with the patient and suggested to the patient they could try a different program or follow up with their healthcare provider (hcp) to check the implanted system since the procedure and to discuss programming considerations. They stated they were just going to decrease the stimulation down to 3.0 ma and stated they didn't feel the stimulation there, but noted they would monitor their symptoms and reach out to their doctor to schedule an appo intment.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.